Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# va0c79r implanted: (B)(6)2013 explanted: (B)(6)2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had no idea why the leads stopped working and the surgeon didn't say why. On (B)(6) 2024 the patient had the system replaced. It was reported that the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they checked the device it was discovered that "2 of the leads" weren't working so the patient had the complete system replaced.

Manufacturer narrative:
Continuation of d10: product ID: 3093-28, lot#: va0c79r, implanted: (B)(6) 2013,explanted: (B)(6) 2024, product type: lead section d information references the main component of the system. Other relevant device(s) are: ubd: 09-sep-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.